Manufacturer narrative:
Additional lot numbers were reported (lot # m015675, m015753). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not evaluated.

Event description:
It was reported that the pump requested a minimum of 100 units during the load process. Reportedly, the customer loaded the cartridge with 480 units. The customer attempted to load 2 new cartridges each with saline and received the same notification for both. Customer's blood glucose level was not impacted. Reportedly, the customer had manual injections for backup insulin therapy.